Manufacturer narrative:
Date of event: was reported as (B)(6) 2016 ("at least a couple of weeks ago").

Event description:
Information received from the consumer reported that their implantable neurostimulator (ins) was at end-of-service (eos). It was noted that the ins died prematurely and there was dissatisfaction with the ins battery longevity. The ins device was off and no longer was providing therapy to the patient as they had a return of pain and they were "suffering quite a bit". Follow up information received from the manufacturer's representative on (B)(6) 2016 reported that they met with the patient on (B)(6) 2016 and read the ins battery. It was confirmed that it had reached eos with suspected premature depletion due to running several programs at 8.0 - 8.5 volts 24 hours a day. The patient wanted the ins battery replaced and was to discuss using a rechargeable ins model option with their doctor at the pre-surgical consult in the next few weeks (had not yet been scheduled). The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.